Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the issue was being caused by a faulty mvs battery. The battery was replaced. The replaced battery was not sent back to the manufacturer for further analysis. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that after unplugging the mobile view station (mvs) it shut down in less than 2 minutes. No patient was present during the time of the reported incident.